Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
After one cut in the peroneal lesion with the turbohawk, a puff was taken to verify no perforation. Then a second cut was made in opposite quadrant and an angio was performed, showing no flow distal to the area of cut. The physician decided to treat the posterior quadrant lesion with plans to pta the area of concern. A 2.5x40 balloon was used, without success, since it did not resolve the balloon was moved more distal and pta was repeated, after which flow noted. The physician then treated posterior tibial and anterior tibial with adjunct pta. It could not be determined if it was a dissection or distal embolization that caused the no flow in the vessel.